Event description:
Additional review of the event clarified that the procedure was aborted because the patient's spine was "messed up" due to curvature of the spine, scoliosis, and scar tissue.

Event description:
Additional information was received which reported that the patient recovered without sequela.

Manufacturer narrative:
Product ID: neu_stylet_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Analysis of the trial lead found the lead body outer insulation was perforated by the stylet. Analysis of the stylet found no anomaly.

Event description:
It was reported that the patient's lead was damaged and perforated during the implant procedure. It was stated that "the physician had taken out the bent stylet and had put the straight stylet into the lead." It was noted that "the physician then had trouble advancing the lead, so he pulled the lead all the way out and noticed that the stylet went through the side of the lead where the stylet was." It was stated that the surgery was aborted because the patient's spine was "messed up." If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.